Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) performed an on-site inspection and found that the system was unable to fully boot, and the touch screen module (tsm) was not powering on. During troubleshooting, the fse identified a failure in the power components of the m cabinet. To resolve the issue, the fse replaced the defective low-voltage power supply. After replacing the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.